Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a prostate resection procedure, the loop has broken inside the patient. Everything was removed without harm to the patient. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. Internal karl storz reference number: (B)(4).